Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly turns off when test strip is touched in the meter. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4):lifescan (lfs) received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation revealed there was a contaminated pc board, which contributed to the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.